Event description:
During a catheter eval, the physician observed a kink near the tip. When the physician attempted to straighten the kink with a guidewire, the catheter reportedly "fractured" by the sidehole.